Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip falling off cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber seemed off during lasing. The fiber was removed immediately from the patient, and it was observed that the tip was falling off. The procedure was completed using a second fiber without clinical consequence to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip falling off cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber seemed off during lasing. The fiber was removed immediately from the patient, and it was observed that the tip was falling off. The procedure was completed using a second fiber without clinical consequence to the patient.